Event description:
This x-ray system emitted a popping sound during an injection procedure. Also, there was a burning odor from the monitor. The system went into power saving mode and no communication was possible anymore.

Manufacturer narrative:
Conclusions - system is designed according ul=v0 which is flame retardant, no fire could break out. The system was found to have a defective dfi iii component. The replacement of the dfi iii component which might have contributed or caused the reported problem fixed the system. This component has no exceptional or increased failure rates. The failure rates and reliability of components are monitored for possible actions. The possible injection and x ray given was negligible. Therefore, risk to pt remains acceptable. (B)(4).